Event description:
The device was returned to the manufacturer for testing and calibration. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the upper case was broken, the lower case was contaminated, the battery release was contaminated, the knobs were contaminated, both bail covers and ring cover were broken, the lead flex cover was corroded, one case screw was missing, the battery contacts were compressed, both bails and ring were missing, the battery drawer was contaminated and the keyboard window was scratched. (B)(4).